Manufacturer narrative:
The investigation into purge disc/flag issues has been completed. The impella automated controller was returned for investigation. The returned console was investigated for not properly detecting the purge pressure disc and was reproduced, and the purge flag was confirmed to be broken (missing at blue disc retainer). The root cause of the issue was due to the broken purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) did not recognize the purge disc. It was reported the staff followed the instructions from the aic however, the screen never progressed despite multiple attempts. This aic was replaced with another aic, the original purge disc was reportedly recognized with the replacement aic. There was no patient harm reported.